Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, and it was confirmed that the right cylinder and reservoir had a hole. Only the right cylinder was removed and replaced, the original reservoir was left inside the patient. The cause of the cylinder and reservoir hole was not detailed by the hospital. No patient complications were reported.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed. During the procedure, it was confirmed that the right cylinder and reservoir each had a hole. The right cylinder and pump were removed and replaced and a new reservoir was implanted. The original reservoir was surgically abandoned. The cause of the cylinder and reservoir hole was not detailed by the hospital. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was visually examined and microscopically tested. It had wear at a fold in the distal and proximal ends of the component and a hole with a leak at the corner of a fold in the distal end of the cylinder. The pump was visually examined and functionally tested. Analysis of the pump identified the component performed within specifications. Based on the information available and analysis results, the hole and leak identified in the cylinder could have caused or contributed to the reported clinical observation of mechanical issues.